Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that they retrieved a bd alris pump infusion set and spiked the xxxx bag and twisted it slightly to spike it all the way. When I flipped the xxx bag upright to fill the chamber, xxx began run from the bag through an opening in the tubing right below the chamber of the tubing into the trashcan. I flipped the back upside down to prevent further spillage and put the tubing and xxx bag into a large bag, sealed it and gave it to pharmacy. I then washed my hands with soap and water twice.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.